Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dub') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included vaginal bleeding, anemia, paratubal cyst, follicular cyst of ovary, adenomyosis, nabothian cyst and dysfunctional uterine bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopic bilateral salpingectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dub') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, anemia, paratubal cyst, follicular cyst of ovary, adenomyosis, nabothian cyst and dysfunctional uterine bleeding. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), anaemia ("severe anemia"), adenomyosis ("adenomyosis") and ovarian cyst ("r ovarian cyst"). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopic bilateral salpingectomy,). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the dysfunctional uterine bleeding, anaemia, adenomyosis and ovarian cyst outcome was unknown. The reporter considered adenomyosis, anaemia, dysfunctional uterine bleeding and ovarian cyst to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: events: r ovarian cyst, severe anemia, adenomyosis were added. Model number was changed from ess 305 to ess 205. Insertion date, patient demographic, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('dub') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included vaginal bleeding, anemia, paratubal cyst, follicular cyst of ovary, adenomyosis, nabothian cyst and dysfunctional uterine bleeding. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopic bilateral salpingectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.